Manufacturer narrative:
The account did not retain the device.

Event description:
The user facility reported a "metallic artifact" was discovered at the level of the implanted bone powder during imaging after a medical procedure had been performed. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.